Event description:
A cartridge alarm issue was reported by the customer while using the pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.